Event description:
It was reported that approximately on (B)(6) a first overdischarge was suspected. The patient reported that their implantable neurostimulator (ins) ¿wasn¿t working¿ and ¿wouldn¿t turn on.¿ when asked when they last recharged their device they responded that it had been at least ¿a few months.¿ the manufacturer¿s representative (rep) was planning on meeting with the patient on (B)(6) at 8:30 to perform a physician mode recharge (pmr). Diagnostic testing and troubleshooting had not been performed but was going to be in the future. As a result of this the patient experienced less than 50% therapy relief at the device pocket. The rep. Met with the patient on (B)(6) and the patient was able to recharge the battery after a pmr was conducted. Due to space constraints at the clinic the rep. Started the pmr and observed for the first five to ten minutes but then the patient left to complete the remainder of the pmr and recharge the battery at home. The patient later noted that they were able to recharge their battery to full as of 3:30 p.m. However, while charging the ins the patient went into overstimulation and the patient¿s patient programmer (pp) didn¿t have any batteries. It was reviewed how to perform a short pmr to stop overstimulation and the patient was comfortable following this. A follow up appointment was scheduled for (B)(6) at 4 p.m. To clear the power on reset (por) and adjust stimulation coverage if necessary. Following the appointment on (B)(6) the por was cleared and the clinician programmer ¿returned¿ the results of an overdischarge encountered when the ins was interrogated. The patient was doing well and was receiving effective therapy.

Manufacturer narrative:
Concomitant products: product ID 37754, serial # (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead. (B)(4).